Manufacturer narrative:
No device-related issues were identified during the investigation of the returned left ventricular assist device. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. Approximately 36 inches of the driveline was not returned for analysis. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers appeared unremarkable and no areas of metal braided shield breakdown were observed. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no evidence to suggest areas of compromised wire insulation was identified. The location of the suspected driveline wire compromise could not be determined through this evaluation. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported driveline short to shield condition was reported under medwatch MFR report # 2916596-2014-01849. Approximate age of device ¿ 2 years, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient received a heart transplant on (B)(6) 2017 after being listed as status 1a due to driveline compromise that occurred in 2014. The patient had been using an ungrounded power module patient cable until transplant. No additional information was provided.